Event description:
Patient was having an upper endoscopy and endoscopist was doing a balloon dilation of the esophagus. The cook balloon dilator malfunctioned twice. It popped first in the esophagus. The team removed the entire device through the scope without event. We passed another balloon dilator through the scope and attempted to dilate the esophagus a second time. The balloon popped a second time and became severed from the cable. The balloon was stuck in the patient's esophagus. We were unable to pass forceps through the scope to retrieve the balloon so we had to change scopes and then pass a snare through the scope to snare the balloon and pull it out through the patient's mouth. At no time was the patient alert. He was sedated and comfortable throughout the procedure.